Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, exchange device.

Event description:
Patient reported "concern with the product, hard, sharp pain, [and] capsular contracture, bake grade IV", "right side is leaking¿, against right device. The device remains implanted.